Event description:
It was reported to globus that a pt had undergone revision surgery on (B)(6) 2013 to remove a secure c implant. Pt had complained of discomfort when he would move his head from left to right. The initial implant surgery date was (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. Please be advised the secure-c implant is comprised of two parts, i.e. Part number 714-206 secure-c endplate assembly, and part number 414.307 secure-c core. These two parts combined make up the secure-c implant. Since no lot number was provided, we are unable to determine the date of manufacture. Since no part was returned for evaluation, we cannot ascertain the cause of the reported issue. If additional information becomes available surrounding this case, we will file a supplemental report. Device 2: device two: secure-c endplate assembly; secure-c endplate assembly. Model # 714.206.